Event description:
Fellow physician inserted a power-trialysis catheter. "While threading the catheter over the guidewire, the catheter did not advance nor retract at 10 cm. Entire apparatus removed. Guidewire appears stuck in needle. Favor a manufacturing issue". Item provided to management for reporting.